Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hematoma, swelling, and knots/granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications ¿ "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area. ¿ do not inject into the blood vessels (intravascular)." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected two years ago by another physician to the periorbital with 1ml of juvéderm® volbella¿ with lidocaine. During injection a vein was hit and patient developed a hematoma at the injection site below the left eye in the tear trough. Patient was treated with ice, arnica globules, and arnica ointment. Patient provided additional information about the event indicating the ¿wrong needle was used at the time of injection, a smooth needle was used instead of a blunt one.¿ additionally, the hematoma occurred on both eyes, but predominantly on the left. After a year the hematoma disappeared, however for the past month there is swelling below the eyes, and ¿knots/granuloma have formed and the patient has to undergo surgery.¿ patient is scheduled to see a new doctor.